Event description:
It was reported that pump experienced malfunction alarms that persisted even after reset attempts. There was no adverse impact to the customer's blood glucose level. Customer was instructed to reset pump, upload pump logs through mobile app. Customer will use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump with updated software.